Event description:
It was reported that the stent was found to be ruptured after the package was opened.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent, pigtail straightener and push catheter were returned in the original opened packaging. An evaluation was completed by futurematrix on 23sep2021. The pigtail was observed to be separated at the porthole. No discoloration or material stretching was noted. The outer diameter of the stent was measured with a laser micrometer and found to be 0.079" which is within specifications, the outer diameter of the separated ends were also within specifications. The tip inner diameter and stent inner diameter located at the disconnect were measured with a pin gage and found to be 0.043" and 0.049", respectively; both measurements were within specifications. A 0.038" guidewire passed through both pieces of the sample. A potential root cause could be, "inappropriate package design". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent.""care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation."correction: d,hh11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stent was found to be ruptured after the package was opened.